Event description:
Complainant alleged that while attempting to pace a patient (age unknown) with an asystolic heart rhythm they were unable to capture and did not observe muscle contractions. The patient did not respond to device pacing therapy or medication therapy. Complainant indicated that the patient subsequently expired.